Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, degradation and stress problems identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited due to burn on the distal end, the insulation resistance value at distal end does not meet the standard value and also, the connecting tube had corrosion. There was no patient involvement.